Event description:
It was reported that, a user experienced sustained hyperglycemia while initiating pump therapy, with a peak blood glucose of 357 mg/dl and an out-of-range duration of approximately six hours after eating without announcing the meal or taking insulin. The user changed infusion supplies, the pump issued a high glucose alert, and time was allowed for the system correction algorithm to reduce glucose levels. No symptoms were reported. There was no need for outside assistance and no medical intervention was required. The investigation included user counseling on high glucose management during pump initiation and confirmation that the correction algorithm and infusion supply change were utilized. The investigation revealed that the event was consistent with hyperglycemia associated with a missed meal announcement during early therapy adjustment, with the device alerting and delivering corrective insulin as designed and no device malfunction identified. Based on previously established findings for similar reports, the cause was concluded to be user-related missed meal announcement during early therapy adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.